Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with false pause episodes on their insertable cardiac monitor. Upon review it was discovered that intermittent ventricular under sensing was occurring. It was discussed that the physician make programming changes. The patient will be continued to be monitored. The patient did not experience any adverse events.

Event description:
New information received on 5/10/19 indicating that the patient presented in clinic on (B)(6) 2019 for follow up. A firmware upgrade was performed on the patient's device and no further undersensing was seen afterwards.